Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to fluid invading the scope connector during user handling which caused abnormality of electrical parts. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the distal end cover was scratched, there was no image, the insertion tube had a scratch on the boot, the scope connector was corroded, and the production label was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera iii bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image. This report is being submitted for the event found during evaluation. There was no patient involvement.